Event description:
The patient reported their legs "locked involuntarily when driving past a medical testing facility on a high security military base." The commercial team member met with the patient in office where x-rays were performed which confirmed the neurostimulators were still in the correct location. Additionally, the transmitters are still working as tonic was achieved. No other issues have been reported.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the neurostimulator too close to the target nerve, migration, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential causes. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 6, "electromagnetic interference (emi) - emi is a field of energy generated by equipment found in the home, work, medical, or public environments. A very strong emi can interfere with the system." The stimulator is used to treat pain. The cause of the reported issue is potentially due to emi interference as the patient's legs locked when driving past a medical testing facility on a high security military base. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended. Refer to CAPA-2024-0019 for additional investigation details for late MDR reporting.